Event description:
It was reported that the doctor put a needle through the bronchofibervideoscope during a diagnostic ebus (endobronchial ultrasound) bronchoscopy)procedure. The procedure was completed with no delay, using the same device. Patient was sedated, but there was no report of harm or serious injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely stress led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. This report was sent in error as the needle through the subject device would not cause or contribute to a death or a serious injury if it were to recur.